Manufacturer narrative:
Date sent to the FDA: 10/29/2009. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
.